Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
It was reported that while the centrifugal system control module operated on ac power, the reset indication or fail indication was continuously displayed and the flow indication on the display disappeared. There were no reported adverse consequences to a patient as a result of this event.